Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: a visual inspection of the device concluded that both sides of the inner dovetail lips are compressed down, indicating that the articular surface did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. Eval: dimensional analysis was performed and found the device conforming to print specifications. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that after the articular surface was implanted, the surgeon tested it by applying a small amount of upward pressure on the anterior portion and noticed a small amount of motion. She removed the articular surface and inserted a new one. This was tested and no motion was detected.